Manufacturer narrative:
Investigation summary: based on the information available, boston scientific confirms that the cause that contributed to the reported device malposition issue cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to size incorrect for patient, pain and discomfort, which include but are not limited to a device size wrong selection causing pain, discomfort or other patient illness. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists pain and discomfort as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented pain, discomfort and had a little curvature in his penis. It was determined that the cylinders were undersized, therefore, an inflatable penile prosthesis (ipp) revision surgery was performed to remove and replace them. No further information was provided.